Event description:
The distributor contacted animas on (B)(6) 2013 alleging an unexplained basal rate setting to zero recorded in the pump history during the night of (B)(6) 2013. The distributor reported that the patient¿s healthcare provider requested the pump be replaced due to this issue. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged basal rate setting issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: review of the black box reveal record of exceeds total daily dose warning at the time of a 0.00 unit basal program on 10/15/2013 at 8:18 pm. The last basal delivery record was on 10/16/2013. The total daily dose added up correctly and equaled the programmed basal target. On investigation, the pump powered on normally and displayed the verify screen per normal operation. ¿ez-prime¿ steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring during the investigation. Multiple boluses were performed using the ¿advanced bolus¿ feature. All the boluses were performed correctly and recorded accurately in the history at the correct time and in the correct order. The keypad was noted to be undamaged and was fully operational on testing. Investigation confirmed record of exceeds total daily dose warning at the time of a 0.00 unit bolus in the pump history; however, the pump was found to be operating as intended without malfunction during the investigation. Investigation was unable to duplicate the complaint.